Event description:
On (B)(4) 2013 it was reported that no communication was possible with the patient's generator since (B)(6) 2012. Nothing was done as the patient did not want vns anymore. The device was explanted about three months prior. It was confirmed that there was no issue with programming system as physician could perfectly interrogate other patients with the same equipment. No emi suspected. Attempts are being made for additional information; however, no additional information has been received.